Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. Programming changes were recommended. The physician will change in patient medication. No further information is available.